Manufacturer narrative:
The customer hmi (hygiene microbiological investigation) results reported the device (channel) tested positive with klebsiella oxytoca at 100 cfu/endoscope. The ofr olympus hmi (hygiene microbiological investigation) results reported the endoscope device channel (all channels) was conform, tested with revivable mircroorganism at less than 1 cfu. Ofr (olympus (B)(6)) (B)(6) subsidiary for hmi (hygiene microbiological investigation) results obtained comply with the target level defined in the regulations of (B)(6) outlined on (B)(6), 2016. The results are conform to french recommendation. Rrc (regional repair center) (B)(6) device evaluation findings are below: insertion part (a-rubber) leak found. Control unit (air/water) cylinder found defective control unit (suction) cylinder found defective play observed on angulation wire. The customer cds checklist has not yet been received. Multiple follow ups were made , however, no response has been received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, after a microbiological routine control test on the subject medical device as required by (B)(6) regulation, the user detected an unexpected contamination. The issue found during reprocessing. The user then sent the device to the ofr (olympus france) french olympus subsidiary for hmi (hygiene microbiological investigation) for further investigation. The user did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the relation between the event and the device could not be confirmed. Though lower than that standard value, growth was confirmed after reprocessing in accordance with the instructions for use (IFU). This information is addressed in the instructions for use (IFU): "reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. " olympus will continue to monitor the field performance of this device.